Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Event description:
The user facility reported a 75-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the touhy-borst valve was not locked and the implanted impella cp pump was accidentally pulled out of the lv (left ventricle) during transfer. Wired re-access was attempted but the pump was unable to re-cross the valve. Due to the noted issue, the decision was made to explant the pump. There was no patient harm.

Manufacturer narrative:
The investigation into the positioning issues has been completed since the initial report was submitted. The product was not returned for investigation. As per the clinical details, the root cause of the positioning issue was touhy-borst related to improper technique.